Manufacturer narrative:
Additional information has been requested. Investigation could not be concluded, no conclusion could be drawn. Review of manufacturing records for this lot number has been requested.

Event description:
A patient, implanted with patient specific implants, was returned to the or on an unknown date for removal of the implants due to development of an infection. This report is #1 of 3 for the same event.